Event description:
It was reported that the customer experienced unexplained low blood glucose levels. The blood glucose reading was 47 mg/dl. The customer declined troubleshooting and stated that she was hoping that she could upload the insulin pump data to send to her doctor for assistance. Advised the customer to call back for assistance if necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.